Event description:
Additional information received indicated the issue of incorrect interpretation of signal that was causing inappropriate shocks persisted. Further information was requested but no relevant information was provided.

Event description:
It was reported the patient presented with an implantable cardioverter defibrillator (ICD) that delivered inappropriate high voltage therapy for supraventricular tachycardia (svt). No changes or interventions were reported. The patient was in stable condition.